Event description:
During a t5-t10 mis procedure, one screw (left t6) placed with navigation was found to breach medially on fluoroscopy and was accurately redirected. As this was the 5th screw out of 9 navigated screws, and as all other navigated screws were accurate, platform shift or anatomical movement were ruled out. The investigation showed that the virtual trajectory, placed by the surgeon while using burr and tap, breached medially. This trajectory was followed during screw insertion. Thus, the possible medial breach was depicted by the system. It was concluded that the breach likely resulted from following a medially breaching trajectory placed by the user. While user error is the probable cause, the absence of additional information, such as post-op 3d scan, prevented a definitive conclusion.